Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery and they experienced high blood glucose. The customer¿s blood glucose level was 421 mg/dl at the time of the incident and her current blood glucose is 185 mg/dl. The customer treated her high with running ketones, treating for that, with extra insulin, through manual injections. Customer stated the pump alarms no delivery even after multiple battery changes, infusion set changes, has gone threw multiple infusion sets, also battery life doesn't last long no alerts that battery is low just notices there are no bars in battery icon .customer states she was receiving no delivery alarm since high blood glucose began. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. (B)(4).